Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The fibrotic, de novo target lesion was located in a moderately tortuous left circumflex (lcx) artery. After pre-dilatation, a 3.00x38mm promus element¿ plus stent was advanced and deployed. Post-dilatation was performed with a non-compliant balloon at 22 atmospheres. However, the physician noticed a proximal edge dissection. Subsequently, a 3.5x24mm promus element stent was then deployed proximal to and overlapping the previously implanted stent, covering the dissection the procedure was completed and no further patient complications were reported.